Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer stated insulin was squirting out when attempted to prime. Customer stated drive support cap was sticking out. Customer's blood glucose was 192 mg/dl. After troubleshooting, customer was advised that insulin pump will need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a compromised force sensor system alarm during the basic occlusion tests due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.